Event description:
The customer reported that during testing it was noted a damaged power supply and the unit failed to power on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer (fse). The issue was isolated to the ac power supply, which was replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. Philips concluded that this was a malfunction of the ac power supply that caused the device to fail on powering on.